Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred.  A 2.25 x 24 synergy drug-eluting stent was selected for use. However, the strut of the stent deployed. No patient complications were reported.